Event description:
Reporter stated that her sister, the customer was awaiting aviva test strips from the MFR and couldn't test when she became hypoglycemic. Reporter stated she gave the customer jello and sugar water, then called the paramedics because it seemed the customer was dazed as if she would pass out. Reporter stated the paramedics obtained a result of 41 mg/dl on their sys and treated the customer with both liquid icing and a shot of something with sugar in it. No other actions were reported taken or treatment received. A request was made for the return of the affected product.